Manufacturer narrative:
Investigation results indicate that the bend present in the blade suggests that it was subjected to an excessive bending force. This bending force is the most likely cause of the mount break. The bending forces could of occurred by pushing the handpiece forward, or pulling it backwards or twisting the handpiece while the end of the blade was engaged or held. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control."

Event description:
It was reported that during a surgical procedure, two saw blades broke. It was also reported that the blade was mounted on the stryker core motor handpiece. No further information was provided. This MDR is related to the second blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. No information available on device return.

Event description:
It was reported that during a surgical procedure, two saw blades broke. It was also reported that the blade was mounted on the stryker core motor handpiece. No further information was provided. This MDR is related to the second blade that broke.